Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on rv lead starting on (B)(6) 2024. No trauma to implant or leads reported. Inappropriate shocks reported. Noise could be recreated with isometrics. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.